Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. The customer¿s blood glucose level was 549 mg/dl at the time of the incident. The customer stated she recently did a bolus and noted her blood glucose was very high. Customer stated a lot of things were going on with pump and she needed to speak to a educator. No troubleshooting was performed because the call was disconnected. Nothing was returned or shipped.